Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that she had some breakthroughs which are not consistent nor are they happening every day however wanted to increase but cannot. Patient programmer has reached highest limit on remote at 3.2v. The patient reported loss of therapy was noted as sudden. Additional information reported a day later indicated that device was not working. The patient indicator for use were for fecal incontinence and gastrointestinal/pelvic floor. No further complications were reported/anticipated.